Event description:
A report was received that the patient's ipg was protruding through the skin and the ipg site was warm to the touch and stung with stimulation on or off. The physician believed it to be seroma and prescribed the patient with antibiotics. The patient was reportedly doing well.